Manufacturer narrative:
The device was not returned for evaluation; therefore we were not able to complete a thorough investigation. A supplier corrective action request (scar) has been sent to vendor in relation to the product issue; however, still waiting for completion. The investigation is incomplete at this time, a follow-up report will be submitted with additional information once received, this report will be updated.

Event description:
Patient had a post operation skin reaction.

Manufacturer narrative:
A scar was completed by the supplier; however, no root cause was established due to device not being returned for supplier evaluation. Per the supplier (bsn), "no product was reworked and has confirmed that no manufacturing process change has occurred in the past two years. Action will be initiated of pending any negative trends or if additional information is provided by monitoring this product and issue." Deroyal has sold a total of (B)(4) units of finished goods of 30-321 since (B)(6) 2019 to present with 19 complaints during this time frame. There has been no other similar complaint using the same reason code or part number in the reported time frame. The investigation is complete at this time. No further information is available at this time. We will provide follow-up report if additional information becomes available.

Manufacturer narrative:
Follow-up 2: in follow-up report #1 in section g4 "premarket identification" it displayed the device as a "combination product", the device is not a combination product.